Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a missing sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's mother stated the sensor failed during the sensor session warm up. Upon removal of the sensor, they noticed that the sensor wire was missing. After removal of the sensor, the patient was complaining of pain at the sensor insertion site so the patient's mother took the patient to the hospital on (B)(6) 2018. An x-ray image was taken and the image results showed the sensor wire was in the patient's body. On (B)(6) 2018, the patient had an appointment with a pediatric surgeon for a treatment decision. An ultrasound was performed and did not find anything. New x-ray images were taken and the image results showed that the wire might've been broken and situated further than the sub-cutaneous part of the body. The patient's mother indicated that a new appointment was made for (B)(6) 2018 to a scanner and depending on the outcome of the scan, it was determined that surgery might occur right away on either local or general anesthesia. At the time of contact, the wire was still in the patient's body. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause was not determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on 02/21/2018. The patient stated that on (B)(6) 2018, they had an appointment at the cantonal hospital in friborg at 11:30 for a CT scan. After scanning the CT scan, they located the wire and decided to operate it because of its very deep positioning (it was not subcutaneous) it was located in the muscle and near the intestine. The operation was expected to last about an hour but considering the diameter of the wire (very thin) the work of the surgeon had to be very meticulous. The surgery lasted longer than expected, a total of 2.5 hours. Following complications due to anaesthesia the patient had to spend the night in the hospital. At the time of further contact, the patient was doing good. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing. The customer's complaint of a missing sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)